Manufacturer narrative:
Note: 2024-03-05: resubmitting report in production environment.

Event description:
Customer called the technical service of manufacturer to report about a bed with two broken braking bars. There was no patient involvement.